Manufacturer narrative:
Evaluation summary = no defect found. The reported complaint "sv02 incorrect, erratic, drifting" was not verified. The service history record was reviewed and all manufacturing requirements were met.

Event description:
Reportedly, the sv02 was incorrect, erratic, drifts. Svo2 number off from blood gas without error message. No patient injury reported.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 26.8 mmol/l, 24.4 mmol/l and 4.2 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.